Event description:
The customer reported to baxter (B)(4) of an interlink paclitaxel set that is leaking from the tubing. The tubing was primed and leaked; liquid was noticed coming down the pump. The customer did not identify where the leak occurred along the tubing. The process step is during priming but prior to product use on patient, therefore, there is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The returned sample worked according to the procedure, therefore, the condition was not confirmed. A leak was not detected in the returned sample. Manufacturing documents were also reviewed and no deviations were found. No assignable root cause could be determined.